Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm13.2 implantable collamer lens of -9.50/3.5/082 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Lens rotation not associated to a low vault was observed. Status of eye reported as "decreased uncorrected visual acuity." Cause of event reported as unknown; "spontaneous lens rotation 4 months after surgery."

Manufacturer narrative:
B5 - per email update, "lens was rotated and everything seems to be going fairly well up to now. If there are any negative developments in the future, we will let you know." Claim# (B)(4).

Manufacturer narrative:
B5 - lens was repositioned and problem was resolved. Claim# (B)(4).